Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the extended self test (est) with a diagnostic code indicating inspiratory auto zero solenoid not operational. The device was available for evaluation. The service personnel (sp) inspected the ventilator, reviewed the logs, and found that the unit failed the power on self test (post) and the est, and the safety valve was inoperative. Based on the diagnostic codes, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis. A visual inspection of the returned pcba was conducted and no anomalies were found. The pcba was attached to the test ventilator and powered up. The ventilator failed to power up correctly, generating a ventilator inoperative message and a failed post. Analysis found that the safety valve was not closing while the ventilator was powered on, identifying the safety valve pressure sensor, ps2, to be faulty. If a failure of the ps2 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The ps2 was replaced and again tested on the test ventilator. During est, the unit failed the circuit pressure test with inspiratory auto zero solenoid not operational message. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined that the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1) on the ifm pcba. The serial number of the ifm pcba is in the scope of the existing internal investigation. The cause of the post failure and the safety valve being inoperative was isolated to a faulty ps2 on the ifm pcba. This event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self test (est) with a diagnostic code indicating inspiratory auto zero solenoid not operational. The ventilator was not in use on a patient at the time of the reported event.